Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the patient is deceased. The cause of death was unknown. The patient had a medical history of cerebral infarction, atrioventricular block; paroxysmal atrioventricular block, second-degree atrioventricular block, diabetes mellitus and renal dysfunction. The patient was a participant in the post approval clinical surveillance product surveillance registry. Additional information related to the death was not available.